Manufacturer narrative:
D9: product received date 9/24/2024. H3: one device was returned for repair. Service history review identified the complaint was not related to a previous service of the device within the review period. When powering on device, system fault code displayed on screen. The coin battery was defective and printed wire assembly (pwa) board was replaced. Device passed all test criteria.

Event description:
It was reported that the device shows error code 41786 upon startup, and needs a software upgrade. There was no patient involvement.

Manufacturer narrative:
B3: unknown; month and year valid investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.